Event description:
Patient reported the infusion set is defective. Patient stated the adhesive came loose while she was shoveling snow and she did not notice that the plaster had come off. Patient reported she experienced elevated blood glucose level; exact reading was not provided. Patient stated she has changed 4 different infusion sets due to the same concern. Patient has discarded the alleged infusion set. No adverse event reported. No product to be returned.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device was discarded.